Manufacturer narrative:
(H3) the investigation into the reported "high purge pressure" has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected, and biomaterial ingestion was found to be present in the purge gap. There were no other abnormalities found. The data logs were reviewed, and motor current spike was observed just before the high purge pressure event. The cause of the high purge pressure issue was due to biomaterial ingestion in the purge gap based on field investigation and data log review. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 67-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp that was alarming for purge flow alarms. The low pf did not prompt the team to explant.